Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was blank, a red light was flashing and the device was vibrating. Blood glucose level at the time of the incident was 190 mg/dl. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. We were unable to perform the self-test, displacement test, rewind test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, prime and seating test due to display anomaly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.